Event description:
It was reported that the stimulation was turning on and off, which began two days ago. It was noted that the patient stated that they could turn stimulation on and off with the patient programmer and recharger but did not feel anything. It was noted that the patient has had no falls, accidents or trauma.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).